Event description:
The hospital reported that during an endoscopic vein harvesting procedure, while using the vasoview 7 xb and doing the dissection, the pt went into asystole, and the chest was opened emergently. Pacing wires were placed on the heart, at which time air was noted to be in the atrium. This was confirmed via tee (transesophageal echocardiogram). It is unk whether the air was caused by the vasoview 7 xb or another device. When the air was noticed, the surgeon recommended tightening all of the valve connections and the air bubble stopped forming. The co2 settings used are unk. The harvester believes she might also have put a hole in the vein during the dissection which led to bleeding that was noticed and controlled when the pt went into asystole. The harvester is new and had done about 35 cases. The pt was put on pump and they continued to do the endoscopic vessel harvest using the same device to complete the procedure. The hospital did not report any further pt complications and the pt is doing well. The product was discarded.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation. A lot history record review could not be completed for the product, as the correct lot number could not be obtained. A medical assessment was performed for this event. Co2 embolism is the most likely cause of this clinical event. We don't have info regarding the pressure setting and the central venous pressure during the harvesting, so we can only assume that the pressure was higher than required. Also the presence of a hole in the main graft supports the embolism theory. Since the product is not returning we can't assess the function but it is unlikely that the event described was caused by a malfunction of the device. A supplemental report will be submitted if additional info is received. (B)(4).